Event description:
It was reported that the ambicor penile prosthesis (app) device is going to be revised on a future date. On (B)(6)2019 the patient saw the physician "complaining of lack of activation of the prosthesis with pain in the region." Upon examination the physician found "a lack of activation with the pump/scrotal component, with lateral aneurysm." Boston scientific has been unable to obtain additional information regarding the circumstances.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the ambicor penile prosthesis (app) device is going to be revised on a future date. On (B)(6) 2019 the patient saw the physician "complaining of lack of activation of the prosthesis with pain in the region." Upon examination the physician found "a lack of activation with the pump/scrotal component, with lateral aneurysm." Information later received stated the patient underwent a replacement surgery on (B)(6) 2019 due to fluid loss from the device. The app device was explanted and a new app device was implanted.